Event description:
It was reported that a ventilator displayed an error indicating a fault with the safety valve while performing the pre-use checks tests. There was no patient involvement reported. Manufacturer reference #: (B)(4).

Manufacturer narrative:
It was reported that a ventilator displayed an error indicating a fault with the safety valve while running the pre-use checks tests. A field service engineer (fse) was dispatched to investigate. The fse confirmed the issue and also found a sporadic leakage in the inspiratory pipe. The safety valve and inspiratory pipe were replaced and returned for investigation together with the logs. After replacement the ventilator passed all tests and was returned to medical service. The inspiratory pipe and safety valve were mounted in a reference ventilator but, despite several attempts, the problem could not be recreated. Evaluation of the returned logs confirmed the reported issue, revealing that it was due the safety valve sub-test failure due to the fact that the correct opening pressure could not be calibrated. The evaluation further suggested that the failure to calibrate the safety valve might be due to, either a small leakage, or a calibration issue. Since the problem could not be recreated, it has not been possible to determine the root cause of the event.

Event description:
(B)(4).